Event description:
Main body graft was deployed and landed in the aorta as intended. The contralateral iliac leg graft was deployed overlapping the limb of the main body graft with a one and a half stent overlap. Although there was no prior indication, based upon the calculated measurements, the iliac leg graft landed approximately 35 millimeters short of the desired landing zone. In order to provide a seal of the vessel and ensure patency of the internal iliac artery, an iliac leg extension was deployed in the distal portion of the contralateral leg graft with a one and three quarters stent overlap. No endoleak presence was noted during the completion angiogram.